Manufacturer narrative:
The device was received and evaluated on february 15, 2018. The investigator verified that the trim ring on the introducer sheath is broken. It cannot be determined how the breakage occurred.

Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. (B)(4).

Event description:
It was reported a physician performed a breast biopsy procedure on (B)(6) 2017 and "during the procedure the colored ring from the introducer sheet at the back side broke off. This created an open connection with the breast tissue." There was no patient harm and the procedure was completed with a second device.